Event description:
It was reported that a pt underwent a gynecological procedure on (B)(6) 2009. During the procedure, the handpiece stopped working after a few minutes of usage. The blade would not rotate after activation. In the beginning of the procedure the device worked well. The procedure was successfully completed with a like device with no adverse patient consequences.

Manufacturer narrative:
(B)(4). (B)(4). Blade seized/stopped. The product upon which this medwatch is based has been received, however, the product evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.